Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012.according to the complainant, during the procedure, the clip would not close completely. The clip was then deployed, but it failed to release from the delivery catheter. After several attempts, the clip was able to be separated and released into the patient. The procedure was completed with another resolution clip. Reportedly, as the second resolution clip was advanced through the scope, fragments from the first clip were pushed into the patient. The clip and fragments were left to pass naturally.no patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.